Event description:
It was reported that during a dye study on the day of the report, the healthcare provider (hcp) was able to aspirate the catheter, but the drug that came out was yellowish color, tinged. The patient indicated that in the past, drug had been aspirated before by a different hcp and they got the same color fluid. It was later reported that the patient was not getting pain relief, and the hcp office was awaiting culture results of the fluid before proceeding or making any other decisions. It was also noted that the patient¿s pump was turned to a minimum rate. The medications being delivered were bupivacaine and dilaudid.

Manufacturer narrative:
(B)(4).